Event description:
On (B)(4) 2012, a distributor in (B)(4) contacted allen to report a new c-flex head positioner reportedly did not pass an out-of-box specification during their testing. There was no pt involvement with this unit, the distributor reported. The unit will be returned for evaluation.

Manufacturer narrative:
There was no pt involvement with this out of box complaint. The unit was to be sent back for evaluation. When the unit is received for evaluation and the engineering investigation is completed, a follow-up medwatch report will be submitted.